Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. One triclip xt deployed on the central anterior and posterior leaflet segments. The final tr grade was 1-2. On (B)(6) 2025 the patient presented with shortness of breath and fatigue during a follow-up transesophageal echocardiogram (tee). A single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. On (B)(6) 2025 a triclip xtw was deployed on the mid anterior and posterior leaflet segments to stabilize the first clip and reduce tr. The final tr grade was 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported dyspnea and fatigue were cascading effects of the reported recurrent tr. The reported patient effects of tricuspid regurgitation and dyspnea, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 20 february 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. One triclip xt deployed on the central anterior and posterior leaflet segments. The final tr grade was 1-2. On (B)(6) 2025 the patient presented with shortness of breath and fatigue during a follow-up transesophageal echocardiogram (tee). A single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. On (B)(6) 2025 a triclip xtw was deployed on the mid anterior and posterior leaflet segments to stabilize the first clip and reduce tr. The final tr grade was 1-2.